Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the pump was replaced and the customer would reach out to their healthcare provider to obtain a backup method of insulin therapy.